Event description:
It was reported that the patient presented with an infection. Perioperative antibiotics were administered. The patient didn¿t have meningitis. The last refill date was not available. Signs and symptoms of the infection included a fever, redness, swelling, pain and skin thinning at the incision. The primary location of the infection was the device pocket. A culture was obtained of the device pocket and csf (cerebrospinal fluid). The type of organism cultured was proteus mirabilis. Treatments instituted for the infection included IV (intravenous) antibiotics and total device system explant. In terms of patient outcome, the patient experienced drug withdrawal symptoms and required IV sedation and ¿several days¿. The device was reportedly not replaced with medtronic product. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly.